Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard xp tibial tray, catalog #: 195251, lot #: 373080, vanguard xp tibial bearing lateral, catalog #: 195367, lot #: 625860, vanguard xp tibial bearing medial, catalog #: 195437, lot #: 663120. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient experienced a fracture of the native patella approximately one year post left total knee arthroplasty. No medical intervention was reported.